Event description:
No change to customer event.

Manufacturer narrative:
Updated: d9, h8, h6, h3, h2, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 communication error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connector had corrosion and water damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope received a b30 scope communication error. The malfunction occurred in inspection for use. There were no reports of patient involvement.